Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that the consumer could not see well and injected the bd ultra fine¿ pen needle at an angle during use. Additionally, it was reported that the pen would not depress completely, the following information was provided by the initial report: "consumer reported pen needle bent at patient end during injection, stated that she cannot see well and so she injects at an angle. Also stated that sometimes the pen does not depress all the way"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer could not see well and injected the bd ultra fine¿ pen needle at an angle during use. Additionally, it was reported that the pen would not depress completely, the following information was provided by the initial report: "consumer reported pen needle bent at patient end during injection, stated that she cannot see well and so she injects at an angle. Also stated that sometimes the pen does not depress all the way."